Event description:
Patient's temperature pre rk 98.1 degrees into treatment. Patient c/o h/a stated she was starting to feel like she did before (last aug patient? May have had physgoer reaction) t-98.4. C/o shaking, chills and body ache. Treatment stopped and restarted on a drypack. Asked to come off 20 minutes early because she felt lousy. Post temperature t-98.4. Went homedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.